Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that during a liver resection the tissue pad melted and fell off of the device in one piece. It did not fall into the patient and it was fully intact. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 1-12-2017. Batch #(B)(4). The device was returned with the tissue pad damaged, melted, and 100% present - not detached as reported.. The instrument cable was also cut off. Due to the returned condition (electrical cable cut off) the device could not be connected to gen11/pi key for functional testing. The device was inspected and the damaged tissue pad was observed. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.